Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019 during the implant procedure, the lead could not be fixed when it was placed on the right ventricle. The physician tried several times to replace the lead but still failed. Finally, the physician changed another lead to complete the procedure. No adverse consequences reported on the patient.

Event description:
New information notes that when the lead was fixed to the patient's ventricle, it often falls off and the physician speculates that the endocardium may be fibrotic. Unable to fix due to the patient anatomy.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.